Manufacturer narrative:
Eval summary: the device was not returned for analysis; therefore, its condition is unk. Photos were not provided; the report of extensive corrosion on the surface could not be confirmed. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, (B)(4) considers the investigation closed.

Event description:
It is reported that the device was implanted approx 5 years ago and that the pt was revised for dislocation. Upon entering the joint, yellow fluid and extensive corrosion was observed between the head and neck.